Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was seen. The target lesion was located in the distal left anterior descending artery (lad). The lesion was predilated with a 2.50 x 20 mm maverick balloon. During preparation of the taxus stent the physician noticed that the stent surface was not as smooth in appearance as other taxus stents, he decided to use the stent despite the unusual appearance. The 3.50 x 32 mm taxus express2 drug eluting stent was advanced to the lesion and the physician began to inflate the stent. During inflation it appeared that the stent had cracked. The stent was removed without incident. The physician visually examined the stent and reports seeing a crack. The procedure was successfully completed with another 3.50 x 32 mm taxus express2 drug eluting stent. No patient complications were reported. The patient's status is reported as 'satisfactory/good.'